Event description:
It was reported that the micro sagittal saw displayed an overheating message when connected to the console during preparation for use. Upon evaluation, at the manufacturer, the device displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.